Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
The patient's spouse reported that the previously working patient activator was no longer working, as it did before. Patient services discussed changing the battery and calling back if still not working. No patient complications were reported as a result of this event.